Manufacturer narrative:
H6 - updated one device was received for investigation. The device was visually inspected and functionally tested. During testing, the reported complaint was confirmed. It was determined that the root cause was a combination of the plunger board, plunger cable and force sensor. Replaced the plunger board, plunger cable and force sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a force sensor bridge test error. The plunger cable and force sensor were replaced but the pump continued to alert with the same error code. It is unknown if there was patient involvement, no adverse patient effects were reported.